Manufacturer narrative:
Medtronic received additional information that the reason for replacement was due to severe aortic insufficiency. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 years 5 months post implant of this aortic bioprosthetic valve, the patient had a valve in valve procedure performed due to an unknown reasons. No additional adverse patient effects were reported.  Subsequently the patient passed away 1 day post implant. Cause of death is unknown at this time however the physician believes it is unrelated to the device or procedure.